Manufacturer narrative:
It was indicated the products would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead were explanted due to high threshold measurements. The intent of the revision procedure was to replace the device only, but the high threshold measurements persisted on the ra and rv leads. As a result, the system was explanted and replaced. No additional adverse patient effects were reported.